Event description:
The patient reported that her infusion device display was frozen with the time and units per hour. In addition, the device was emitting a continuous beeping. She reported that her blood glucose values were 24.0 mmol/l (432 mg/dl). Her normal range is 5-7 mmol/l (90-126 mg/dl). The patient reported that she did not experience any symptoms associated with the elevated blood glucose. She reported that she administered humalog injections to reduce her blood glucose levels. No medical attention was required. Product was requested to be returned.